Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
Device was discarded.

Event description:
It was reported that meter exploded. The patient advised that after running his blood sugar test yesterday he took the test strip out and the meter was sitting on his leg and it blew up and broken into several small pieces. Customer discarded the pieces of the meter. He advised he found the battery and it did not appear to be melted or corroded. He advised meter had not been exposed to any extreme heat or a heat source and he does not know why it exploded. He advised that the meter did not feel hot to him prior to exploding and it did not injure or burn him when it exploded. He did not see any fire or melting of the meter.